Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented prior to a generator upgrade procedure. Upon review, the right atrial lead exhibited an artifact after each pacing event and increased pacing impedance. No intervention was performed on the lead and it was connected to the new implantable cardioverter defibrillator. The patient was in stable condition.